Manufacturer narrative:
Investigation summary: ppae (major bleed): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A (B)(6) female with history of coronary artery disease, mitral regurgitation, hyperlipidemia, hypertension underwent cabgx4 with mitral valve repair developed post cardiotomy cardiogenic shock secondary to early bypass graft occlusion, cardiac arrest on floor. ECMO was placed emergently. On 9/26 they were taken to or for direct insertion of impella 5.5 open chest. On 9/26 mediastenial bleeding was noted and heparin was held. On 10/1 they decannulated from ECMO and on 10/3 the impella 5.5 was explanted without incident. It is important to note bleeding secondary to early reoperation for cardiac arrest, diffuse mediastinal sources and placed on ECMO.